Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the patient was seen by the physician the day before and found to have high lead impedance. The patient was referred to the surgeon for follow up. Surgery is likely, but has not occurred to date. The patient will have x-rays performed. Clinic notes dated (B)(6) 2013 indicate the patient's vns settings were adjusted; however, the patient showed no reaction. The settings indicated high lead impedance, per the notes; however, the exact diagnostics were not provided. Attempts were made for additional information; however, they were unsuccessful. No additional information was received.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Explant date, corrected data: previously submitted MDR did not provide the explant date. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.

Event description:
It was reported that the patient underwent revision surgery. It was reported that the diagnostics in the operating room confirmed the high impedance. The surgeon removed and replaced the lead pin into the generator header and diagnostics again resulted in high impedance. A new generator was attached to the existing lead and the high impedance was resolved. Attempts to have the generator returned for analysis are underway, but the generator has not been received to date. It is unknown if a positional lead fracture exists or whether the explanted generator did not allow for proper lead insertion.